Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, during the tibia smart mapping, there was no bone mesh that appeared on the screen. Points and data were being collected because it showed green points, but the yellow mesh was not showing up. It was tried to clean the mapping, but it did not help. The surgery was completed, without any delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number: (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. A functional evaluation was performed. Powered on the cori console and initiated a mock tka case. When femur and tibia points were collected, the yellow bone mesh appeared and was able to generate the bone model. This was attempted successfully during multiple mock cases. A log file review was completed by the software support team. The software files were downloaded and provided for investigation. The algorithm which is used for calculating high confidence vertices which shows yellow mesh color failed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.